Event description:
In (B)(6) 2011 one bag was used to contain the blood of umbilical cord for a customer. In (B)(6) 2012, it was noted the bag was broken. The broken location is on the bottom sealing of the bag.

Manufacturer narrative:
(B)(4). Evaluation: sample pictures were available for evaluation. No actual sample was available. The manufacturer, baxter mountain home, completed the investigation. The photos show writing on the bag. Both yellow ports were intact. The bag appears to be ruptured along the bottom corner and bottom seam of the bag. The complaint was confirmed. Baxter mountain home stated that all units are 100% inspected pre-sterilization. No root cause can be identified. The product is in the end of life proceedings and is no longer manufactured. In addition, there has been no increase in complaints of this nature for this product line. A review of the batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Exception summary does not indicate any issues related to the complaint. As stated, this product is end of life. This is the first complaint of this nature received for this product lot and as such the complaint will be closed. It will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag breakage that was discovered. There have been no reported negative clinical consequences for the patient. As in all cases of cryocyte bag breakages during storage there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. Baxter is attempted to obtain additional information and the sample regarding this complaint. A follow-up report will be submitted up receipt of additional information and/or sample evaluation.